Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that infusion set tubing was leaking at the site. No further information available.